Event description:
It was reported that 2ml bd syringe¿ had foreign matter in the barrel. This occurred on 8 occasions before use. The following information was provided by the initial reporter: when the doctor used the 2ml syringe to aspirate lidocaine, it was found that the white foreign matter was visible inside the barrel after the liquid was pumped, and it was impossible to determine what the substance was and could not be used clinically.

Manufacturer narrative:
H.6. Investigation: eleven physical samples were received for evaluation by our quality engineer team. Through examination of the samples, white particles were observed within the syringes. It was determined that the particles were composed of lubricant from the syringe barrel. The lubricant is included in the plastic formation and is inherent to the design and function of the two piece syringe. A review of the production history for lot number 1902131 was performed and the review did not reveal any detects of non-conformance during the production process.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that 2ml bd syringe¿ had foreign matter in the barrel. This occurred on 8 occasions before use. The following information was provided by the initial reporter: when the doctor used the 2ml syringe to aspirate lidocaine, it was found that the white foreign matter was visible inside the barrel after the liquid was pumped, and it was impossible to determine what the substance was and could not be used clinically.